Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a surgimend (ID: 606907001) was damaged on opening the packaging. The event led to 45 minutes surgical delay. The patient was already under anesthesia when the mesh was discovered to be faulty.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 surgimend was returned for evaluation: DHR - manufacturing records demonstrate that the device met specifications failure analysis - the returned device was degraded in a way that prevents evaluation/investigation of the alleged defect. Failure analysis could not be completed. However, photographs provided by the complainant clearly show the product is torn, therefore confirming the alleged complaint. Root cause - based on the information given by the customer and the investigation of the returned complaint device, a root cause cannot be determined.

Event description:
N/a.